Event description:
One pt sample with discrepant glucose results. Initial result gave 56 mg/dl. Next day, sample was repeated three times giving 160, 89 and 169 mg/dl. Sample was sent to another facility which gave a glucose result of 182 mg/dl. Initial result was reported. Pt not adversely affected. The field svc rep determined the cause of the discrepancy to be due to a misadjusted probe and reagent probe alignment post. Adjusted alignment post and replaced probe. Performance tests were performed and within spec.